Event description:
Pt's abo group and rh type performed in device and typed as group b rh positive. A second individual re-typed the pt in another device and typed the pt as group b rh positive. The floor notified the blood bank that the pt's history was group ab rh positive. A second specimen was received and typed in the device as group b rh positive and in the manual tube method, the pt typed as group ab rh positive.